Manufacturer narrative:
Batch review performed on 26 may 2026 cup: mpact 01.32.160sh acetabular shell d 60 no-hole (k132879) lot. 2507409: (B)(4) items manufactured and released on 02 june 2025. Expiration date: 15 may 2030. No anomalies found related to the problem to date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Liner: mpact 01.32.3252hct flat pe hc liner d 32/g (k103721) lot. 2344538: (B)(4) items manufactured and released on 05 december 2023. Expiration date: 20 november 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Ball heads: mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot. 2522147: (B)(4) items manufactured and released on 15 september 2025. Expiration date: 28 august 2030. No anomalies found related to the problem. To date, 43 items of the same lot have been sold, with no similar reported events during the period of review. Stem: amistem p 01.18.414 amistem-p lat. Size4 (k173794) lot. 2305076: (B)(4) items manufactured and released on 06 june 2023. Expiration date: 17 may 2028. No anomalies found related to the problem to date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After primary surgery on (B)(6) 2025, the patient underwent revision surgery on (B)(6) 2025 due to infection. A puncture/aspiration was subsequently performed on (B)(6) 2026.